Event description:
It was reported that this right ventricular (rv) lead triggered a red alert due to a high out-of-range pace impedance measurement of 2448 ohms. It was noted that the presenting rhythm showed capture and there were no stored episodes with noise. Boston scientific technical services (ts) discussed a potentia_l lead-header interaction. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).